Event description:
It was reported that tip detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion with the help of a non-boston scientific guide catheter. Pullback was observed but when the device was being retrieved, some resistance was felt in the microcatheter and when it was pulled, the tip detached. The imaging catheter was visible inside the extension catheter so the extension catheter was pushed down with a balloon and removed. There was no patient injury and the procedure was completed with another of the same device.

Manufacturer narrative:
Date of event was not provided and is estimated based on aware date. Initial reporter city: (B)(6).

Event description:
It was reported that tip detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion with the help of a non-boston scientific guide catheter. Pullback was observed but when the device was being retrieved, some resistance was felt in the microcatheter and when it was pulled, the tip detached. The imaging catheter was visible inside the extension catheter so the extension catheter was pushed down with a balloon and removed. There was no patient injury and the procedure was completed with another of the same device.

Manufacturer narrative:
Date of event was not provided and is estimated based on aware date. Initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly and the imaging window detached near the lapjoint section. The imaging window was returned stuck in a guide wire. Microscopic inspection did not reveal any damage consistent with saline exposure post-use of the device. A picture provided by the site showed the imaging window detachment.